Manufacturer narrative:
Investigation results: the complaint that the needle could not be removed was confirmed and the cause appeared to be manufacturing related. Two photographs were provided for investigation, which showed the tip shield safety mechanism with the needle retracted and separated from the catheter adapter. The flange on the gray molded tip shield component was folded inward, which likely inhibited the release of the tip shield from the catheter adapter. The damage to the tip shield likely occurred during assembly. The manufacturing personnel were notified of this complaint. A device history record could not be evaluated as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion(s): the complaint of ¿shield damaged/defective¿ was confirmed. Probable root cause(s): manufacturing.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that bd nexiva needle disengagement was difficult it was reported by the consumer reported I received a complaint that the customer had placed the piv but then had an issue removing the needle as it was stuck. They had to twist to get off. They do not have the packaging or lot number. It was a 20-gauge nexiva. I will be turning in a second complaint for this same reason with a picture as they have that one to return. Verbatim: I received a complaint that the customer had placed the piv but then had an issue removing the needle as it was stuck. They had to twist to get off. They do not have the packaging or lot number. It was a 20-gauge nexiva. I will be turning in a second complaint for this same reason with a picture as they have that one to return.